Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that a power on reset - power on reset parameters occurred. Critical ram parity error was logged on (B)(4)-2011 in address "15 31". Por severity is considered low as device should be able to fully recover after reset. The device was not returned , but diagnostic information is consistent with reported event.

Event description:
It was reported that a power on reset occurred after a carelink download. No reprogramming was necessary and the device remains in use. No patient complications have been reported as a result of this event.